Manufacturer narrative:
Additional information can be found in sections age/date of birth, sex, describe event or problem and evaluation codes.

Event description:
The customer reported that a plum xl was being used to infuse normal saline at a programmed rate of 6.8 cc/hour with a volume to be infused of 26.7 cc on a patient in the pediatric neonatal intensive care unit (pnicu). The customer reported that after 4 hours the pump showed a volume of about 28 cc infused and alleged that the entire 400cc plastic bottle of normal saline was infused. It was reported that after the event was found, the patient was immediately intubated for an unspecified reason. The patient is now back in stable condition. Subsequent to the initial medwatch report submission, the customer provided the following information: the customer reported the patient was already intubated prior to the event and that no medical intervention was provided as a result of the event. It was further reported that the patient has since left the pnicu. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer reported that a plum xl was being used to infuse normal saline at a programmed rate of 6.8 cc/hour with a volume to be infused of 26.7 cc on a patient in the pediatric neonatal intensive care unit (pnicu). The customer reported that after 4 hours the pump showed a volume of about 28 cc infused and alleged that the entire 400cc plastic bottle of normal saline was infused. It was reported that after the event was found, the patient was immediately intubated for an unspecified reason. The patient is now back in stable condition.

Manufacturer narrative:
Visual inspection was conducted during testing and investigation and found no damage to the device. A 16 hour stress test was performed using the customer protocol that was provided. The complaint could not be replicated. The delivery accuracy was tested at a rate of 6.8ml/hour with a volume to be infused of 26.7 ml. The expected result was within specification, which is 26.7 ml ± 5%. The investigation did indicate that the device did not pass the electrical safety test. Since the customer¿s allegation was not confirmed, a probable cause could not be determined.

Event description:
The customer reported that a plum xl was being used to infuse normal saline at a programmed rate of 6.8 cc/hour with a volume to be infused of 26.7 cc on a patient in the pediatric neonatal intensive care unit (pnicu). The customer reported that after 4 hours the pump showed a volume of about 28 cc infused and alleged that the entire 400cc plastic bottle of normal saline was infused. It was reported that after the event was found, the patient was immediately intubated for an unspecified reason. The patient is now back in stable condition. Subsequent to the initial medwatch report submission, the customer provided the following information: the customer reported the patient was already intubated prior to the event and that no medical intervention was provided as a result of the event. It was further reported that the patient has since left the pnicu. No additional information was provided.